Event description:
A site reported the system delivered 10 times the set amount of agent during a case. Sevoflurane was reportedly in use at the time of the event. The anesthetic agent concentration was reportedly set at 2% on the adu. The anesthetic agent reading on the external pt monitor reportedly showed 20%. The pt allegedly was comatose following the case, but has since recovered. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.